Event description:
It was reported that during a percutaneous coronary intervention there was stent damage. The lesion was located in a severely calcified and severely tortuous left circumflex. The 3.00x24mm taxus express2 coronary stent had difficulty in approaching the lesion. It was removed outside the body and it was confirmed that the stent struts were partially lifted. The procedure was completed with another of the same device. The patient status is good with no complications reported.

Manufacturer narrative:
Patient is over 18 years of age. (B)(4).